Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A voluntary MDR #mw5034054 was received for this complaint file.

Event description:
The report received from the field indicated that the account had problems with two (2 each) 6 fr. Cordis si avanti plus std w/gw no obt. Sheaths in a patient. The account contact stated that they had two kinked sheaths. One had a kink that was so bad it resulted with a hole in the side of it which they think made the wire go elsewhere. The account contact also stated that removing the sheath from the patient was challenging and they were now trying to manage a hematoma as a result of the issue with the sheath. The sheaths were inspected prior to use with no product issues noted. The sheaths were prepped and flushed properly according to the instructions for use (IFU) with no problems noted. There was no reported problem advancing the sheaths/obtaining vascular access. The access site was the right femoral artery (rfa). Manual pressure was used to manage the hematoma. No additional intervention or transfusion was necessary as a result of the hematoma. The patient is doing well after the reported event. The patient is to undergo coronary artery bypass graft (CABG) surgery during her hospital stay. No additional information is available. Addendum: an exoseal vcd was used and was not able to be inserted/advanced in the csi due to the kinked/punctured condition of the sheath noted above. The device will be returned for inspection.

Manufacturer narrative:
Complaint conclusion: the report received from the field indicated that the account had problems with two 6 fr. Avanti plus sheaths. The account contact stated that they had two kinked sheaths. One had a kink that was so bad it resulted with a hole in the side of it which they think made the wire go elsewhere. An exoseal vcd was used and was not able to be inserted/advanced into the csi due to the kinked/punctured condition of the sheath. The account contact also stated that removing the sheath from the patient was challenging and they were now trying to manage a hematoma as a result of the issue with the sheath. The sheaths were inspected prior to use with no product issues noted. The sheaths were prepped and flushed properly according to the instructions for use (IFU) with no problems noted. There was no reported problem advancing the sheaths/obtaining vascular access. The access site was the right femoral artery. Manual pressure was used to manage the hematoma. No additional intervention or transfusion was necessary as a result of the hematoma. No additional information is available. (B)(4). The product was returned for inspection. A non sterile si avanti+ 6f std w/gw no obt cannula sheath was received for analysis inside a plastic bag. Per visual analysis, a kink damage at 1.0 cm from hub and a hole damage at 4.3 cm from hub were found on the received unit. No more anomalies found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The csi cannula od and ID were measured near to the tip, to the kink and to the punctured (hole) damaged area and results were found within specification. The affected cannula sheath puncture (hole) area was inspected under vision system and it showed evidence of perforation through the whole thickness of the material with puncture area edges bulge-like condition. Sem analysis was performed to the received unit with the following results: ¿results show that it is possible that an unknown object coming from the proximal to the distal forced its way from the inside to the outside. It was inferred that the object came from the inside due to the bulge-like condition and the scratches observed on the internal surface¿. The product malfunction code complaint reported by the customer as ¿cardiology vascular access-catheter sheath introducer (csi)-withdrawal difficulty¿ was not confirmed due to the nature of complaint (no functional analysis to insert the received sheath cannula into vessel could be possible performed). However, the product malfunction code complaint reported by the customer as ¿cardiology vascular access -cannula kink / bent in patient¿ and the product malfunction code complaint reported by the customer as ¿cardiology vascular access -cannula- puncture/cut¿ were both of them confirmed due to the kinked and punctured condition of cannula sheath body as received. Nonetheless, the exact cause of the kinked and punctured damaged condition found on the body of csi cannula sheath could not be conclusively determined during the analysis. Analysis results, sem results and DHR review results do not suggest that these damages are related to the manufacturing process. Procedural factors may have contributed to the failure as reported. Additional investigation to the csi catheters manufacturing process was performed and there were not tools, equipment or product handling that could cause kinks, holes, or other type of damages on the csi catheters. In addition, the csi catheters are inspected during manufacturing process for any type of damage; also, several inspections are performed through all the csi catheters assembly process operations. No corrective action will be taken at this time since there are no indications that the reported complaint is related to the csi manufacturing process.